Event description:
The event involved a bag spike w/clave¿ additive port, chemolock¿ port where the customer reported that the device leaked during patient use. The customer stated that the device was used with carboplatin in a 500ml 5% glucose freeflex bag; leaks were discovered by nursing staff when they went to administer the products, several hours after they had been prepared. The leak was not seen at the time of product preparation. The product was reported to be leaking and bubbling from the back end of the chemolock port. There was patient involvement, delay in therapy but no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The reported complaint of leakage was confirmed based on the video provided. No sample was returned for evaluation. However a video was provided by the customer showing a leakage from the involved product. A failure mode was not able to be identified with the image/video provided by the customer. Without the return of the reported sample, a probable cause cannot be determined. The lot history was reviewed and no non conformities were found that would led to the reported complaint.